Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the physician, post-procedure, during follow up the patient complained of abnormal bleeding. All other information is unknown and unavailable.

Manufacturer narrative:
Additional information received from the physician (B)(4) 2012.